Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the valve seal disengaged and the hub of the obturator broke off upon assembly. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection that the dissector balloon and insufflation bulb were received. The circular seal for the dissector balloon was cut. The trocar balloon was received. The obturator and inflation syringe were not received. A functional evaluation found that the hole was covered, and the dissector balloon was inflated, no leaks detected. A test syringe was used and the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.